Manufacturer narrative:
Insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms noted. Insulin pump received with cracked case at display window corners, reservoir tube lip, cracked lcd display window, cracked battery tube threads, minor scratches on display window and missing end cap sticker.

Event description:
It was reported the customer received a button error alarm. The customer's blood glucose was 140 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.